Manufacturer narrative:
Manufacturer narrative: the device was not returned for evaluation as it did not mechanically fail it was not explanted. A device history record review could not be conducted as the device lot numbers are unknown. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
Revision surgery performed due to increased cervical pain and nonunion.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.